Manufacturer narrative:
The device is anticipated, though not returned at this time. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the distal cap cover was not attached to the end of the scope when it was withdrawn from the patient. The disposable cap cover was found in the patient's mouth when the patient was to be intubated. The cap cover was retrieved. There is no report of patient injury related to this event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. Patient identifier (B)(6) is being submitted to report the event as it relates to the scope. Patient identifier (B)(6) is being submitted to report the event as it relates to the cap.

Manufacturer narrative:
Received an email from the customer on february 9, 2022 providing additional information: the disposable distal cover was found during extubation. The single use distal cover, maj-2315 was sent via fedex to olympus on january 11, 2022. The lot number is h1308. There did not appear to be any visible damage to the distal cover. The user did not apply any anti-fog agent to the scope lens. The only thing that was used on the tip of the scope was lubricant. After attaching the distal cover to the scope, the user confirmed that the cover was not damaged. The user attached the distal cover to the scope and then pulled and twisted the cover to make sure it did not come off as instructed during the in-service. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected. -reconfirmation of complaint failure a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412) -investigation results of product specifications quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. -sampling inspection results at the parts manufacturer the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. The following additional information was provided by the customer: -there was no visible damage to the recovered cover. -no anti-fog agent is used. -lubricant is applied to the tip of the scope. -after attaching the cover to the scope, the user confirmed that the cover was not damaged. -the user attached the cover to the scope and confirmed that it could not be removed from the scope by pulling or twisting the cover. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, and the details of the occurrence situation could not be confirmed, so the cause could not be determined. Based on the results of the investigation, the possible causes of the distal cover falling off based on the above investigation results are as follows: -it was damaged by a chemical attack due to the adhesion of chemicals such as lubricant, and the cover became easy to come off from the scope. However, there is information that there was no visible damage to the recovered cover, so it cannot be concluded that this is the cause. -the cover was easily removed from the scope due to insufficient attachment to the scope. However, after attaching the cover to the scope, it is confirmed that it will not come off the scope, so it cannot be concluded that this is the cause. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. H3 - device has not been received by olympus at this time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus tried to replicate the reported event with a distal cover from a lot on hand. It was conformed it is not likely for the distal cover to come off the scope when there is no damage to the distal cover, and it has been applied according to the instructions for use. The definitive cause of the reported event could not be established. Based on the results of the investigation, the cause of the distal cover falling off could be from the following: 1) it was damaged by a chemical attack due to the adhesion of chemicals such as lubricant, and the cover became easy to come off from the scope. 2) the cover was easily removed from the scope due to insufficient attachment to the scope. The instructions for use (IFU) state: "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer. The incident occurred at the end of an endoscopic retrograde cholangiopancreatography (ercp) in the operating room. When the scope was removed from the patient¿s mouth, the single use distal cover was not on the tip. The cap was found in the mouth while suctioning during extubation.

Manufacturer narrative:
Additional information was received from the customer. See b5.

Manufacturer narrative:
Correction to h6: medical device problem code.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).